Manufacturer narrative:
The pump was received with no esc and act button response due corroded keypad traces. Unable to confirm the motor with reservoir contact anomaly or perform functional checks or operating current tests due to no esc and act button response. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer is having issues with the insulin pump. Customer stated after receiving the replacement pump, customer experienced an issue with the act button again. Customer stated when she is filling the tubing the motor stopped and she is still pressing the act button. The customer's blood glucose was unknown. Customer reports no visible pump damage. The insulin pump passed self-test. Advised customer to discontinue the use of the insulin pump and revert to back-up plan.